Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a fingerstick blood glucose of 242 mg/dl after eating granola without announcing the meal while using the ilet bionic pancreas; the user confirmed no leaks or kinks and opted to defer supply change, expecting the system to reduce glucose over time. Symptoms included elevated blood glucose. Outcomes included improvement of blood glucose to 142 mg/dl without medical intervention or hospitalization. Investigation included customer troubleshooting and education with follow-up to monitor glucose trend. Investigation of this case revealed no device malfunction reported or observed and a likely user-related factor due to unannounced carbohydrate intake with subsequent correction by the system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.